Event description:
It was reported that during a cholecystectomy procedure, the connection of reducer cap and sleeve was not smooth. Another device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found the universal seal of the instrument engages properly into the sleeve. However the universal the upper seal cap and seal base were broken off and separated, and the inner seal assembly was out of position. The lower ring was broken off in multiple pieces. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the prod involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.